Event description:
As reported by legal, approximately 7 years post op the initial left tka, this male patient's knee failed. Patient experienced injuries so severe that a revision surgery on the left side was recommended by his medical professionals.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Manufacturer narrative:
H6: investigation results: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; device information was not provided. The cause of the subsequent revision cannot be conclusively determined, insufficient information. The patient had bilateral knee replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
1038671-2025-00047 "this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation). The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."